Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.0/2.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged with a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
(B)(4).